Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolization); patient¿s condition affected effectiveness of device (tortuous coronary artery); no results available since no evaluation performed (device or procedural images have not been returned for review); conclusions: inherent risk of procedure (stent embolization); device failure related to patient condition (tortuous coronary artery); unable to confirm complaint (device or procedural images have not been returned for review). (B)(4).

Event description:
Physician attempted to use a resolute integrity 3.00 x 9mm drug eluting stent to treat a lesion in a tortuous coronary artery. It is reported that during attempted use, the stent dislodged from the catheter and was lost in the patient. The stent could not be detected under fluoroscopy. The patient was discharged. No further reported patient complications.